Event description:
It was reported by service report that the foot end brakes are broken. No pt involvement or adverse consequences are reported.

Event description:
It was reported that during a removal of malignancy on the back procedure, an error sound was heard suddenly during use and an error five was displayed. When the nurse wiped the blade, the blade was broken off. No pieces were left inside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.